Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom air-in-line alarms, caused by a failed upstream sensor. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump alarmed for air-in-line. It was also reported that there was no pt involvement.